Event description:
It was reported that an unexpected shutdown occurred and an unidentified malfunction alarm was received. After charging the pump, it would not turn on. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 200 mg/dl.